Manufacturer narrative:
Failure analysis revealed that all the buttons were functioning properly. However, moisture damage was found on the keypad traces. The insulin pump was received with protruded/loose drive support disk and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that buttons were unresponsive. The customer's blood glucose reading was 9.4mmol/l. It was stated that the battery was removed, and the buttons started working. The customer did not feel comfortable with the device and requested a replacement. No further information was provided.